Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 32 mg/dl. The customer was found unconscious by his neighbor. The customer stated that he did not get any low glucose alarms from the sensor. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The insulin pump was not exposed to high magnetic fields. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.